Event description:
The customer's daughter reported her mother entered a diabetic coma state and was unresponsive. The daughter then obtained a reading of 296 mg/dl on her mother's freestyle freedom blood glucose meter. The paramedics were called, reportedly took a blood glucose reading of 23 mg/dl on their own meter and treated the customer with a glucose injection. Although the customer's daughter reported the customer was taken to a hosp and treated for severe hypoglycemia, there was no report of the medications taken at the hosp to counteract the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer returned his meter. Device evaluation on the returned meter did not confirm the reading high complaint and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. During the adc customer service survey the customer's daughter reported the meter was not properly calibrated to the test strips in use. The adc customer service representative educated the customer's daughter on how to set the meter calibration. The meter memory log shows a reading of 296 mg/dl on the date of the event.